Event description:
A health professional reported that, iol found to have fiber. There was patient contact reported however no patient harm. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).